Manufacturer narrative:
(B)(4). Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
The sliding core of the star ankle fractured, surgeon took the 7mm poly out and replaced it with an 8mm star sliding core poly.

Manufacturer narrative:
Evaluation revealed the sliding core uhmpwe 7mm to be the subject product. No further associated products were reported. A physical examination could not be carried out as the device was not received for evaluation. Due to the missing product it could not be determined in what manner the sliding core had broken. A review of the device history records revealed no deviation in the manufacturing process. The sliding core was documented as faultless prior to distribution. Thus, we excluded deviations in material and manufacturing. In the case presented a (B)(6) years old patient ((B)(6) / 66 inch) had been treated with star at an unknown time due to an osteoarthritis of his left ankle. On (B)(6) 2016 the patient had to be revised as the polyethylene sliding core was found to be broken. The broken sliding core was removed and replaced by a 8mm one. Further information such as surgery reports, progress notes or x-rays had been requested, but were not provided. Thus a real medical statement was not possible. According to the provided implant usage form, the patient had a valgus ankle deformity of 5 degrees during the initial surgery. Fracture of the polyethylene sliding core in general had been experienced and is nominated in the scientific literature. It does not present an unanticipated event in itself. Depending on the load application, also, depending on the patient¿s post implant behaviour and depending on the implant alignment, a polyethylene fracture can rather be classified as anticipated ¿ specifically if one or more contributing issues concurrence with each other. The IFU advises that the patient should protect the joint replacement from unreasonable stresses and should follow the physician¿s instructions. In particular he should strictly avoid high impact activities such as running and jumping. It could not be excluded that exceptionally high load bearing could have contributed to the event. Complications due to the meniscal mobile bearing in tars such as luxation, subluxation, massive wear, and fracture of the pe inlay are rare complications. The cause of these complications is regularly not found in the design of this three-piece total ankle replacement. Causes of failure of the mobile bearing are mostly found in incorrect indication, incorrect soft tissue balancing, incorrect positioning of components, implantation in ankles with hindfoot malalignment and ankle instability¿. Based on the given information a deficiency of the sliding core in question was not verified. An exact root cause could not be determined as the item was not received for evaluation. In case relevant clinical information or the item should become available, we reserve the right to update the investigation and change the root cause.

Event description:
The sliding core of the star ankle fractured, surgeon took the 7mm poly out and replaced it with an 8mm star sliding core poly.